Event description:
It was reported that hospital telemetry showed the patient's heart rate at 30 beats per minute even though the device lower reasonable limit was set at 60 beats per minute. The patient reported that they were short of breath. The device will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.